Manufacturer narrative:
Analysis found the unit was unable to prime due to a faulty force sensor resistor. Analysis was unable to perform the occlusion and excessive no delivery tests. All operating currents are within specification. The unit passed the displacement, rewind, basic occlusion, self, and no delivery error tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had high blood glucose levels. The customer's blood glucose was 229 mg/dl at the time of incident. The insulin pump will be returned for analysis.